Manufacturer narrative:
(B)(4) citation: j gastrointest surg. 2017; 21:1031¿1037. Doi: 10.1007/s11605-017-3395-0. (B)(4)

Event description:
Literature article: intra-operative amylase concentration in peri-pancreatic fluid predicts pancreatic fistula after distal pancreatectomy post-operative pancreatic fistula (popf) continues to be a major cause of morbidity and mortality after distal pancreatic resection. It was defined as a drain fluid amylase concentration on the third post-operative day greater than 3 times the serum amylase level. The aim of this study was to assess the predictive value of intra-operative amylase concentration (ioac) in peri-pancreatic fluid after distal pancreatectomy for the diagnosis of popf. A total of 26 patients underwent distal pancreatectomy (14 male and 12 female; age range: 47 to 76 years old). Distal pancreatectomy was performed through either a midline laparotomy or a rooftop incision. A blake drain fr 15 was routinely placed at the level of the pancreatic remnant, brought out through the left abdomen, and placed on free drainage. Reported complications included delayed gastric emptying in 1 patient, pulmonary embolus in 1 patient, post-operative hemorrhage in 1 patient which requires return to the operating theater, acute renal impairment in 1 patient, hospital acquired pneumonia in 1 patient, and popf in 10 patients (3 patients had type b popf which subsequently resolved without further intra-abdominal complications and 1 patient had type c popf which requires laparotomy). It was concluded that the measurement of ioac allows early and accurate categorization of patients at risk for popf in distal pancreatectomy.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.